Event description:
It was reported that shortly after implant of the implantable cardiac monitor, the patient had complaints of severe pain in their left breast and redness and swelling. The patient was seen in the emergency room and the attending physician reported that none of these symptoms were present and everything appeared normal. The patient was sent home and continued to complain of severe pain. The physician concluded that nothing was wrong with the device, but decided to explant it as the patient was not mentally handling the implant well. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary - the device was returned and analyzed and no anomalies were found. (B)(4).